Event description:
The customer reported that during the sealing process the device would not re-open while applied to tissue. It is unk how the device was removed from the tissue. Another device was used to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.